Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not infuse any medication. The patient experienced headaches and was not feeling well.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause was the circuit board. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.